Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was not feeling stimulation, had a loss of therapy, and had urgency symptoms. The patient reported they were getting up 4 times per night in the last couple weeks. The patient could not connect with their programmer and had poor communication on their programmer. The patient was not recently implanted or revised. Securing the antenna and removing the antenna did not resolve the issue. The patient was sent a new programmer. The patient called back to report the new programmer had the poor communication screen intermittently. The patient stated the same thing was happening. The patient was redirected to follow up with their healthcare provider regarding programming and symptoms. No further complications were reported.